Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 20 retention samples were draw-tested with deionized water. From this testing, it was determined that 4 out of 20 tubes drew out of specification and the issue relating to underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, two (2) tubes underfilled. No adverse impact was reported regarding the patient or user.